Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2015). The patient¿s meter has been returned on 3/10/2015 and evaluated by lifescan product analysis on 3/11/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at 1pm on (B)(6) 2014. The patient manages their diabetes by self-adjusting their insulin dose and denied taking any action in response to their regular diabetes management regimen as a result of the power issue. The patient stated that they developed symptoms of ¿shaky and sweaty¿ 20 hours after the power issue began. The patient denied receiving any form of medical treatment due to the alleged issue, but stated that they self-treated by having more food and drink at ¿9 or 10am¿ on (B)(6)2014. At the time of troubleshooting the cca noted that there was misuse of the product as it was dropped in water. Replacement products were sent to the patient. Although the cca identified that there was misuse of the subject meter, this complaint is being reported because the patient was unable to test their blood glucose on the meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.